Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4).

Event description:
It was reported that "the balloon of catheter got stuck in the sheath during use. Therefore, the user removed the catheter together with the sheath and replaced a new kit of not teleflex. After that, the shaft of the catheter was found kink when the catheter was removed from the sheath outside the body. The use had negative pressure test with the catheter before use." Another catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "shaft of the catheter was found kink" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the balloon of catheter got stuck in the sheath during use. Therefore, the user removed the catheter together with the sheath and replaced a new kit of not teleflex. After that, the shaft of the catheter was found kink when the catheter was removed from the sheath outside the body. The use had negative pressure test with the catheter before use." Another catheter was inserted into a different insertion site. The patient's current condition is reported as "fine"